Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. This occurred before use, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, battery testing, functional testing and a review of the alarm log were performed. The low battery alarm was identified in the alarm log and also through visual inspection. Furthermore, the device presented the alarm during battery testing. The cause of the alarm was determined to be a low battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.